Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot 73g1900045 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was used in lap chole procedure. First clip fired normally, following clip would not fire; it jammed.